Event description:
It was reported that the insulin pump alarmed failed battery tst. Customer also reported damage to the pump. Customer stated that the insulin pump has vertical cracks and is hard to read. Customer's blood glucose level were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.